Manufacturer narrative:
The customer reported complaint of the platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. The customer reported complaint of "the user heard a "snapping" noise" was not confirmed during the testing performed using a known good lifeband. The lifeband used during the reported event was not returned for investigation. Therefore, the root cause for the customer reported "snapping noise" could not be verified. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. Upon further visual inspection of the platform, noted the blood ingress inside of the platform, unrelated to the reported complaint. The observed issue was likely attributed to user mishandling. The platform was bio-cleaned to address the issue. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data review showed multiple user advisory (ua) 45 error messages around the reported complaint date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, the platform was tested with the manikin (30:2 compressions) and continuous compressions without any faults or errors. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the user heard a "snapping" noise and the autopulse lifeband (lot# unknown) did not compress and the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2022-00431 for the lifeband.